Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was cross-talk oversensing p-waves which led to pacing inhibition with approximately eight seconds of asystole. As the patient was pacemaker dependent, they ended up experiencing syncope due to the lack of pacing. The patient's system was reprogrammed and remains implanted and in service as the patient will continue to be monitored. No additional adverse patient effects were reported.